Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the sample collected from all channels of the subject device tested positive for comamonas testosteroni (3 cfu/endoscope). The result of the additional microbiological testing cleared the (B)(6) guideline. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, the subject device tested positive for two microbes. [First time; (B)(6) 2018] morexella sp (5 cfu), [second time; (B)(6) 2018] micrococcus luteus (2 cfu). The user facility reported that the subject device had been reprocessed using soluscope 3, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".